Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. On 3/17/2015, the voluntary recall was initiated. The device history records have been reviewed and this lot met all release criteria. Only monopty needle out of four was returned for eval. The returned probe is confirmed for a break, as the cannula hub and stylet tang were found to be broken. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, using four devices during the same procedure, the devices were fully primed but when the device was fired into the lesion there was a rattling noise heard and did not obtain any tissue sample. A coaxial was not used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.